Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) monitor screen distortion.

Manufacturer narrative:
Additional information: tel - (B)(6). A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s cleaned contact on connectors on user interface log and replaced safety disk as per service manual cycle due. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
N/a.